Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no closed clamps. It does not resolve unless set was unloaded. The event occurred at '9cd' area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.